Event description:
The surgeon reported that he stated using the cusa on the liver. Five (5) minutes into the case the tip end broke and sheared off. The scrub nurse recovered the tip and replaced it with a new tip from the same box. The surgeon began again but the same failure occurred. The event lead to a significant increase of surgery time: 60 minutes. The pt did not incur an injury as a result of the event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.